Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 810:04 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to air in line sensor failure from moisture in the tubing channel. To correct this condition the tubing channel was cleaned and dried. The air in line sensor was tested and the results were within specifications (per rite test).

Event description:
The facility reported a colleague infusion pump with an error of 810:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred; however, it was found in the central supply department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.